Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device it was found that the pump would communicate to another pump with the new style cloning block, would not work with older style. The pump had a low profile c9 cap. The customer reported condition was confirmed. Problem source was traced to user interface. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
It was reported that the smiths medical medfusion syringe infusion pump had a learn com error when trying to download. No patient involvement.